Event description:
It was reported that when rotating the c-arm using the control button it would go past 45 degrees to 90 degrees. No injury reported. A field engineer was dispatched to the site and was not able to recreate the reported issue. The c-arm switches were replaced and once this was completed the system was working as intended.